Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis, and subsequently passed away. It was not reported if the patient was hospitalized for the event. The cause of the event and treatment details was not reported. It was not reported if the peritonitis was resolved. On an unknown date in the month prior to the patient's death, dianeal therapy was discontinued and the patient was switched to hemodialysis. Sixteen days prior to the receipt of this report, the patient passed away. The cause of death was reported as "could be due to peritonitis" and other unrelated medical conditions; however, an autopsy was not performed. No additional information is available at this time.